Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of two (2) samples (one contaminated without packaging, and one used in open packaging) were provided for evaluation. Prior to investigation the contaminated sample was successfully decontaminated. Both samples underwent visual inspection, and no defects were observed. Thereafter, functional leakage testing was conducted on both samples, and no leakage was detected at the time of testing. Based on the investigation finding, the samples were within specification; therefore, the reported defect was not confirmed to be due to the manufacturing process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when disconnecting the IV fluid line (safesite) is blood is leaking out. No injury reported.